Event description:
A healthcare professional reported during phacoemulsification surgery with anterior chamber intraocular lens (iol) implantation, the iol casing was opened prior implant into patient's eye. Surgeon used company ophthalmic viscosurgical device (ovd) and glide to implant the iol. When iol in the eye, found the lens not stable and tendency to drop. Surgeon decided not to proceed with implantation and explanted the lens. The patient¿s eye left with aphakia, and surgeon closed the wound and completed the surgery. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic and what appeared to be blood were observed on both sides of the lens. One haptic was broken-distal area, not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause for the reported lens dislocated lens, could not be determined. The returned lens had a broken haptic tip. It cannot be determined if this occurred during the implant or during the removal. All lenses are 100 percentage inspected for cosmetic attributes; damaged or broken haptics would not have met company's release criteria. The manufacturer internal reference number is: (B)(4).